Event description:
The site radiologists reported an incident where the prior patient's comparison list was displayed within the patient jacket. The radiologists noticed that the current patient jacket display did not have any priors when the exam they had opened did have priors. No injury or misdiagnosis was reported.

Manufacturer narrative:
The reported issue was duplicated through internal investigation. It was found that the pacs system does provide the user with a notice in the jacket header that the jacket does not match the current exam when an incorrect patient jacket appears. The patient jacket, although not matched with the current exam, does provide the correct information to the user about its contents, including the patient name and identifier. The contents, if selected, match the patient jacket and display the same name and identifier. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. This activity is being completed as part of a corrective action.